Event description:
It was reported that the customer's insulin pump stops in the middle of the rewind process, and will not go back to allow the customer to put in the reservoir. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.